Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to reported event. The psm2 was installed onto a golden system where the component functioned as expected. The psm was then installed onto a pftp where the friction test failed within specification. As a result of the findings, failure analysis concluded that the axis 1 harmonic drive are consistent with the reported event and are the potential root cause for this issue. The axis 1 harmonic will be replaced as a precaution.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered error 25517 on the patient side manipulator (psm)2. The tse recommended that the user perform a power cycle on the system, but the issue persisted. The user encountered error 25100 on the psm1 upon system startup, and was unable to recover from it. The user called back and informed the tse that they were able to recover error 25100 on the psm1 after several system restarts. The user disabled the psm2, and continued with the procedure using the remaining psms. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the procedure was completed robotically using only 3 patient side manipulators (psms). The reporter was unsure of how long the procedure was delayed.